Manufacturer narrative:
The device has been returned to the manufacturer however the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: it was reported that the clips do not hold well. The procedure, a partial splenectomy, time was lengthened, the patient haemorrhaged profusely and had to be transfused. A later report indicated that the device being reported was the applier not the clips. The report indicated that no clips fell into the patient and the patient was later discharged from the hospital.